Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer unable to open. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was a failure in the auxiliary full height (fh) cubie drawer five due to a missing magnet on the fh latch. A field service engineer replaced the fh latch. The drawer was tested and confirmed to be functioning properly. The station was verified to be fully operational by a user. The system functioned as intended after the field service engineer repaired the device.